Event description:
It was reported that during follow up examination, it was observed the device lower rate is set at 50 beats per minute (bpm). Next to the lower rate is an interlock symbol. It is not possible to change to lower rate value to another value. When looking at the reason for the interlock, the following reasons is given; "not programmable, value unknown". Program button cannot be used due to interlock (text on button is colored grey). It is also not possible to save the session as a pdd or pdf. These options are also not accessible. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).